Event description:
The customer contact reported loss of suction. The device was being used during an unspecified procedure. After an unspecified length of time in use, it was reported that there was a "rupture of the lid at the level of the welding of the bag." The device was replaced and the procedure was resumed. There were no reported adverse pt effects. Multiple unsuccessful attempts have been made to obtain additional info including specific event details and the procedure being performed.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80gcx and is 510k exempt. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).